Manufacturer narrative:
Concomitant medical products: 5076, implanted: (B)(6) 2010. This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received an inappropriate shock. It was determined that the lead integrity alert (lia) was triggered for the right ventricular (rv) lead due to oversensing noise, high rate non-sustained episodes, sensing integrity counter (sic) and high impedance. The rv lead was programmed off and subsequently explanted and replaced. No further patient complications have been reported as a result of this event.